Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hst iii system (3.8mm) seal became wedged in the loading device during step #4 of the loading process, as the delivery tube and handle were retracted , the heartstring seal remained in the loading device. Another heartstring device was opened and loaded without incidence. A few minute delay to open another device. No harm.

Manufacturer narrative:
Tw ID# (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (B)(4). The device was returned to the factory for evaluation on 09/24/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device. The delivery device was returned outside the loading device with the white plunger not depressed and the blue safety lock on which prevents the white plunger from being depressed. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.220 inches (rm2036883). The length of the delivery tube was measured at 2.48 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. ¿specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000398149 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.